Event description:
Updated summary: sensor failed on (B)(6) 2025. Blood was also present at sensor insertion site. Transmitter passed test. Customer inserted the sensor in the abdomen per hcp instruction instead of the approved site of the back of the upper arm. Low was treated with glucagon shot. No carbohydrate intake was mentioned. Incident date for the low was (B)(6) 2025. Troubleshooting was done for the sensor issues. Further troubleshooting for the low was declined. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5, (hecc, heic as deleted the carbohydrate treatment for the hypoglycemia in h6 as that glucagon is what is given as a shot and also added harm 1888 with treatment code 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported a change sensor alert, sensor updating alert. Customer reported blood glucose value of 40 mg/dl. Customer was treated with glucagon and carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-864a, mmt-7040a. Troubleshooting was performed. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-864a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.